Manufacturer narrative:
The aware date was previously reported as 2017-11-09. The correct aware date was approximately 2001-01-01. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). Regarding clarification of the previously reported pump having malfunctioned and if there was a device issue, patient/therapy issue, procedure issue, etcetera, it was clarified that it was a patient issue. The patient¿s symptoms were noted to be related to the patient¿s lyme disease and other medications (the medications associated with lyme disease). Regarding if the cause of a pump malfunction was determined, it was noted that this was not applicable. Regarding actions and interventions taken, the pump was noted as having been rescanned. The patient¿s weight at the time of the event was indicated as being not applicable.

Event description:
Information was received from consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the pump ¿malfunctioned¿. It malfunctioned because the patient went through "extreme withdrawal symptoms", and it was thought to be due to his medication, lyme disease, and encephalitis. No one could diagnose the patient, so the pump was disconnected. The problems that the patient had were due to the pump. The patient was treated for lyme disease and all their symptoms went away. The patient had 4-5 surgeries on their neck and back due to degenerative disc disease. The patient had "extreme pain in certain areas" that started back in 1993 because of surgeries. The surgeries that he has had since then have not treated the pain, so he has "been off and on for those treatments". The patient did not know how he would be without the device. The patient could sit down and lie down without pain. The patient could not walk or move around. It was confirmed that the patient being unable to walk or move around because of the pain has to do with his pain that started back in 1993 (degenerative disc disease). The symptoms were related to the device or therapy. No further com plications were reported.